Event description:
A peritoneal dialysis pt's wife called fresenius tech support regarding the cycler making noises like a rusty hinge along with loud moans. It is now frozen in the completed screen. It keeps going backwards then freezes. Tech support help the pt's wife to reset the cycler several times to try to remove the cassette bu the screen will not advance out of the ready screen. Tech support offered a replacement and she stated the pt has peritonitis.

Manufacturer narrative:
A product investigation was performed for this device. There were no exterior visual discrepancies. A simulated treatment was performed and completed with no issues or alarms. The reported symptoms were not confirmed. All functional tests passed. A review of the device history records was performed. There were no unexpected variances, adjustments or comments noted in the device records. A review of the complaint tracking system listed no other complaints for the reported symptoms for this device. A review was performed by the post market clinical dept. Per the pharmacovigilance physician, the clinical staff stated that the peritonitis event is not device related but rather due to touch contamination and also not wearing a mask during aseptic procedure. There were no reported cassette fluid leaks prior to or during the treatment. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 03/21/2011 to 03/11/2013.